Manufacturer narrative:
It was indicated that the device was discarded and will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulmonary vein isolation ablation procedure to treat atrial fibrillation, using an intellanav mifi open-irrigated ablation catheter, a high temperature warning occurred on the generator. When the irrigation was checked, the physician saw that the tube connecting the catheter shaft to the luer connector broke off. The catheter was exchanged and the procedure was completed successfully. No patient complications were reported. The device was disposed of and therefore will not be returned for analysis.